Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with blood glucose of 400+ mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. The insulin pump will be returned for analysis.